Event description:
Customer called to report the reservoir leaked insulin into the reservoir compartment. Blood glucose reading was 97 mg/dl. The customer noticed the leak when she was changing the reservoir. The leak was located at the o-ring. The insulin was seen behind the lcd display screen. Troubleshooting could not be performed as customer had to leave. Advised to call back so troubleshooting can be performed. Customer agreed to call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).